Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Glycated hemoglobin at 15% [glycosylated haemoglobin increased]. Novopen 4 is locked and unable to apply [device failure]. Blood glucose was high [blood glucose increased]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "glycated hemoglobin at 15%" beginning on an unspecified date in (B)(6) 2019, "blood glucose was high" beginning on an unspecified date in (B)(6) 2019, " novopen 4 is locked " with an unspecified onset date, and concerned an adult female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "type 2 diabetes mellitus", novolin n penfill (insulin human) from unknown start date and ongoing due to "type 2 diabetes mellitus" (dose and frequency 65 iu), novolin r penfill (insulin human) from unknown start date due to "type 2 diabetes mellitus" (dose and frequency 54 iu). Patient's height: 169 cm. Patient's weight: (B)(6). Patient's body mass index (bmi): 25.20. Medical history included type 2 diabetes (duration not reported). Concomitant products included - metformin(metformin) on an unknown date it was reported that the novopen 4 was locked and patient was unable to apply novolin n and novolin r penfill. Later patient experienced high blood glucose(result not reported) and hba1c (glycated hemoglobin) test result showed 15% due to this, the patient was hospitalized for 5 days. It was also reported that the patient reused unspecified needles for 3 to 4 times and stored pen the with the needle attached. Batch number of novopen 4 and novolin r penfill was available. Batch number of novolin n was requested. Action taken to novolin n penfill was not reported. Action taken to novolin r penfill was not reported. Action taken to novopen 4 was not reported. On (B)(6) 2019 the outcome for the event "glycated hemoglobin at 15%" was recovered. The outcome for the event " novopen 4 is locked " was not reported. On (B)(6) 2019 the outcome for the event "blood glucose was high" was recovered.

Event description:
Case description: it was also reported that the patient reused unspecified (non-novonordisk) needles for 3 to 4 times and stored pen the with the needle attached. Investigation results- name: novopen 4, batch number: fvga293-1. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Name: novolin n penfill 3 ml - 100 ui/ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: novolin r penfill 3 ml - 100 ui/ml, batch number: hs67f72. The product was not returned for examination. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation it has not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. Since last submission the case has been updated with the following: investigation results updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer comment: "28-oct-2019: upon investigation of the returned device (novopen 4, batch number: fvga293-1), no faults were found. The product was found to be normal. However, it was found that the patient leaves the needle attached in between injections and re-uses the pen needles (non-novo nordisk needles).these factors could have lead to device blockage and decreased insulin delivered and contributed to hyperglycaemia. The reported events are listed. Relevant information on investigation results and action taken with suspect drugs and treatment given are unavailable. This single case report is not considered to change the current knowledge of the safety profile of novolin r penfill and novolin n penfill." H3 continued: evaluation summary name: novopen 4, batch number: fvga293-1. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal.